Manufacturer narrative:
Product event summary: data files were returned and analyzed. Data files showed that 19 injections were performed with a balloon catheter on the date of the event without triggering any system notice. The physical device was returned for analysis or investigation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the patient developed a pericardial effusion. The patient was then cardioverted, and ultimately, required surgery to close a hole in the anterior of the left atrium. The case was completed with cryo. The patient had an extended hospitalization, and the patient had recovered. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.